Manufacturer narrative:
As the reported defective device was not returned, angiodynamics is unable to perform a device evaluation. The reported complaint description of a fractured tip could not be confirmed as no sample was returned. Without receiving product for evaluation, we are unable to definitively determine a root cause for this incident. Although a root cause could not be determined, a possible contributing factor could be if lateral force was paced on the device during insertion, either physical or mechanical. If this did occur, the lateral pressure can lead to dielectric breakdown in the tip, causing the center conductor of the semi-rigid cable to fail and the ceramic tip to detach. A review of the device history records was performed for the reported packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly, and performance specifications. The instructions for use, which is supplied to the user with the solero applicators, contains the following statement; "the solero microwave tissue ablation (mta) system and accessories are indicated for the ablation of soft tissue during open procedures. Avoid placing lateral forces on the applicator tip during placement or removal. Always use the lowest power and shortest time necessary to achieve the targeted ablation. Inspect the applicator after each ablation. If the applicator appears damaged, utilize another applicator for subsequent ablations. Warning: when placing the device, use the minimum force necessary and take care not to over advance the applicator. Refer to the shaft depth markings to monitor placement depth. Take care to not bend the tip as it may cause damage to the device. Do not energize the applicator unless the active region of the applicator is fully inserted into target tissue. If the applicator is not properly located into the selected tissue, an unintended thermal injury may occur. After each ablation inspect the applicator for any damage. If any damage is observed the applicator should be discarded and replaced with a new applicator." A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. (B)(4).

Manufacturer narrative:
The reported defective device has yet to be returned to the manufacturer for a device evaluation. The firm is attempting to obtain the device. An investigation into the root cause for product problem is currently in progress. The results of the device evaluation will be sent via a follow up medwatch. (B)(4).

Event description:
Dr. (B)(6) was performing a liver ablation using a 19cm solero probe. There was an overheating message on the solero generator and when he removed the probe, the tip had become dislodged and remained partially attached by the internal wiring to the probe shaft. The physician had completed one burn/ablation. The defective device was set aside and another probe was opened to complete the burn for the second lesion. There was no patient harm or injury due to this event. It was reported the disposable device is available for return to the manufacturer for evaluation.